Event description:
A hospital in (B)(4) reported that during a procedure the drill bit broke and a piece remains in the patient.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes europe. Report received indicates the measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity. No product fault could be detected.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.